Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button error. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was driving when the insulin pump alerted battery failed, so she went to change the battery of the insulin pump. The insulin pump was not exposed to change in altitude. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error battery failed alarms noted during testing. No stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).